Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: deflation. Information contained in this report was previously submitted through asr on 01/21/2016. Device evaluation: observed void >1 mm in non-textured, valve-to shell-bond area.

Event description:
Healthcare professional reported a right side deflation. Patient representative reported ¿overfilled filled with 550 cc's of saline on the right¿, ¿overly firm and painful breasts that made breathing difficult¿, "both breasts had contracture¿, ¿pain and swelling at breasts¿, ¿they were hard as rocks¿, ¿right side seems to be getting smaller¿, ¿right side leak¿, and ¿too heavy/large.¿ device has been explanted.